Event description:
It was reported that the patient passed out due to low blood glucose (bg) levels. The patient could not recall exact bg levels, but stated their last known levels were 98 mg/dl. The patient stated when the incident occurred they were alone and did not seek medical attention when they came to. As treatment, the patient had juice.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported adverse event and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone12.5. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.